Manufacturer narrative:
The reported malfunction was observed during testing. However, the reported problem could not be duplicated. A system interconnection cable was replaced as a precaution. The device passed the final test procedure, was recertified and returned to the customer. The battery used at the time of the event was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device's screen turned completely white and was illegible. Complainant did not indicate that there was any patient involvement in the reported malfunction.